Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported sudden pain at the implantable neurostimulator (ins) site that started on (B)(6) 2016. They did not report any fall or trauma and they were not bleeding. There was still a little swelling at the implant site. The patient was directed to their healthcare provider. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.